Event description:
During the implant procedure, the set screw was unable to be tightened. The event was resolved by replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not tighten the atrial lead in the pacemaker was confirmed. Analysis revealed that many incorrect torque wrench insertions were made by the user which damaged the septum punching out excessive pieces of the septum. These septum punch-outs landed in the setscrew inset filling it to the top. The user was incorrectly inserting the wrench and now if any correct wrench insertions were made, they were blocked by the punch-outs in the inset. In the user's attempts to engage the setscrew the user screwed the setscrew out of the connector block socket.the setscrew then fell loose and sideways across the block. When this happens, the wrench will only hit the sides of the setscrew and it is now impossible to engage and tighten. The problem was caused by the user¿s incorrect use of the torque wrench.